Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at several places. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The battery compartment was found to have cracked in several places, above and below the grip pad, in the threads area, and along the side at the top. The keypad cover was peeling off the base while all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. (B)(6).